Event description:
The customer reported getting errors, unable to make x-ray and unable to power up. No pt injuries.

Manufacturer narrative:
The customer service representative checked table movement micro switches. Could not duplicate failure. System was returned to customer. The system functions as intended.